Event description:
It was reported that the pump software did not adjust insulin delivery as expected. There was no adverse impact to the customer¿s blood glucose level. Reportedly, a pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.